Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325, zip four: 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient experienced an event of infusion set bent cannula which led to hyperglycemia on (B)(6) 2026. The infusion set has been in use for ten hours. The blood glucose level was high, and the patient was treated with pen injection and change of infusion set.